Event description:
Additional information was received from the surgeon's office. The infection at the generator implant site was first observed on (B)(6) 2012, and both the generator and lead were explanted. Cultures were taken to confirm the infection, and the results showed the infection was mrsa. The patient's infection has healed since explant on (B)(6) 2012. There are no plans in the future to implant vns. The relationship of the infection to vns is unclear as the patient has an unclear home environment. It is also unknown if patient manipulation or trauma occurred that may have contributed to the infection due to the unclear home environment.

Event description:
The company representative received information from a hospital that a vns patient had an explant due to an infection. The patient was recently implanted on (B)(6) 2012. Since the hospital does not follow the patient, they could not provide full details. No additional information was known at the time of the report. It is unclear if both the generator and lead were explanted on (B)(6) 2012. Attempts for additional information from the surgeon and neurologist have been unsuccessful to date, in addition to attempts to obtain the patient's product information from medical records.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Brand name, corrected data: the initial report did not include this data due to the information being unknown. Additional information was obtained from the implanting facility's medical records. Model #, serial #, lot #, expiration date, corrected data: the initial report did not include this data due to the information being unknown. Additional information was obtained from the implanting facility's medical records. Device manufacture date, corrected data: the initial report did not include this data due to the information being unknown. Additional information was obtained from the implanting facility's medical records.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect data. Additional information was received from the surgeon's office.